Event description:
Boston scientific received information that high out of range shock impedances were triggered on this device. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received regarding more out of range shocking impedances via the patient remote monitoring system. At this time the system remains implanted.